Event description:
It was reported that a malfunction alarm occurred indicated by malfunction code malf 0, with fault ID available as 0x2185. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after resetting, allowing the customer to continue using the pump, with instructions to call back if the issue recurs.